Event description:
It was reported that (1) device was used during a laparoscopic colon. It was reported by the affiliate that the tsb45 instrument did not cut or staple. Another instrument was used to complete the case. There was no conseqeunce to the pt.